Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-14775. It was reported that the pacemaker and the left ventricular (lv) lead exhibited chronically high capture threshold resulting in intermittent loss of lv capture. No changes or interventions were reported. There were no patient consequences.